Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, it was noted that the device was unable to be interrogated due to premature battery depletion. No intervention was performed. No adverse patient consequences were reported.